Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of oversensed noise. The patient is not pacemaker dependent. Surgical intervention was performed to replace the lead however due to patient anatomy the procedure was cancelled. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
New information received indicates that due to patient's age and heath the patient has refused further intervention.